Event description:
It was reported that the event occurred on friday, (B)(6) while in the operating room during insertion. The md inserted an intra-aortic balloon (iab) through the teflon sheath via right femoral and had extreme difficulty removing the spring wire guide (swg). As a result, the md had to remove the iab and swg as one. The md inserted a new iab through the same insertion site without issue. There was an approx 2 minute delay or interruption in therapy with no harm to the pt. The md stated there was no report of pt death. Complications or injury. No medical/surgical intervention was required. The pt outcome is good. There were x-rays performed; not available for review. It was noted that the pump used was an arrow autocat2 wave, s/n (B)(4).

Manufacturer narrative:
(B)(4).